Manufacturer narrative:
Approximate age of device - 1 year 7 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, the patient was admitted with hemolysis and dark urine. No alarms occurred during this event. Laboratory test results indicated an elevated lactate dehydrogenase (ldh) value of 1651 u/l. Treatment with IV heparin initiated to lower the ldh was not effective. The patient was reportedly excluded from low dose tissue plasminogen activator (tpa) therapy due to previous medical history of embolic stroke (recovered) prior to implantation of the lvad. On (B)(6) 2018, a pump exchange was performed via a subcostal incision. The inflow conduit and outflow graft were not replaced. Upon explant, it was reported that there was visual confirmation of thrombus in the pump.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas was not returned for evaluation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.